Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was hot to touch while charging resulting in the pump shutting down. Additionally, the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. The customer's blood glucose (bg) level subsequently increased; bg value was not provided. Insulin was administered via a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.